Manufacturer narrative:
(B)(4). Delamination. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2009. During the procedure, 25cm x 25cm mesh was cut in half, soaked in saline for no more than 15 minutes and tacked in place with pro tacker and one suture. The surgeon noted that the mesh tore along the backside and the entire piece delaminated during implantation. The mesh was removed and the procedure was successfully completed with a second piece (6cm x 6cm) of mesh with no adverse patient consequences.